Event description:
The patient does not detect any vibrogram sound at any frequency or intensity. Massages and pressure over the fmt were performed without any benefit.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The patient does not detect any vibrogram sound at any frequency or intensity. Massages and pressure over the fmt were performed without any benefit. Re-implantation has been suggested, however the user has no follow-ed up with otologist.